Manufacturer narrative:
No malfunction suspected. End user was struck by a motor vehicle while crossing the street in a crosswalk. End user reports not using safety belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic," and "always wear seafty belt."

Event description:
End user reports being struck by a motor vehicle while he was operating the power wheelchair in a crosswalk.